Manufacturer narrative:
The unit was received for investigation on august 13, 2025. The return reason of service needed is confirmed since the compressor had low flow, which possibly cause due to seal damage. The unit smelled like cigarettes, which possibly the customer was smoking while using the unit. The unit will be scraped after the approval of this fir document since the unit has been more than five years since it's production.

Event description:
On (B)(6),2025 the patient called inogen to report that the unit was not producing oxygyen. The patient stated they had been in the hospital for a week due to not being able to breath. Attempted to follow up with the patient on three separate occasions to gather more information about the incident, but the patient was unreachable. This complaint is being submitted due to the nature of the patient claiming she had been to the hospital. Intervention is unknown.